Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken input disk. The probable root cause is attributed to use and reprocessing conditions. Corrected MDR fields: the material number in field d4 has been updated. Field h8 has been updated.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and the customer reported event was clarified as the following: it was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was observed to have a disc snapped on the instrument housing. The procedure was completed with no reported injury. Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action. Fields annex a and annex g have been updated.